Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Any omitted information was not available at the time of initial report. Stent obstruction is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that a clinical trial patient presented approximately 12 weeks postoperatively with stent obstruction. The obstruction was treated with yag laser. The patient is reportedly recovering.